Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two genesys procedure set used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that two genesys procedure set was used in a hta procedure in the uterus performed on (B)(6) 2019. According to the complainant, during the procedure and 7 minutes into the ablation phase, the procedure sheath broke at the connection part near the scope adaptor. A second genesys procedure set was used and the same issue occurred. Reportedly, there were no burn marks noted by the physician to the patient as a result of the leaking fluid during the case. The procedure was not completed due to this event. There were no serious injury nor adverse patient effects reported as a result of this event.